Manufacturer narrative:
Concomitant product: 5076-58 lead and sesr01 ipg, implanted: (B)(6) 2013.

Event description:
It was reported that the patient's low voltage left ventricular (lv) and right ventricular (rv) leads had high thresholds. It was further reported that the patient's high voltage lv and rv leads had confirmed fractures. All of these leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.